Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2013: patient presented with preoperative diagnosis of discogenic low back pain with spinal stenosis and underwent anterior decompression at l4-l5 and l5-s1, anterior lumbar fusion l5-s1 with 14 mm x 23 mm lt cages, l4-5 with 14 mm x 26 mm interbody cages and a large kit of bmp and crushed cancellous allograft with two hydrosorb sheets. Per operative report: ¿..we began at l5-s1. A block discectomy was performed and over and above the simple block discectomy we decompressed the spinal canal. We elevated the disc space and there was a central disc herniation and bilateral foraminal stenosis. Once the decompression of the dura was performed, we turned our attention and placed two 14 mm x 23 mm cages, reaming to 32 mm and countersinking approximately 3.5 mm. A bed of deep crushed cancellous allograft was placed with two bmp sponges, then one sponge per cage, one sponge lateral to each cage with additional crushed cancellous allograft. We turned our attention to l4-5. A block discectomy was performed and again there was a small central disc herniation present at this level. Decompression from the central dura was performed. We again set the reamer at 32 mm. We placed deep crushed cancellous allograft followed by two bmp sponges, one sponge per cage, one sponge lateral to each cage. We used 14 mm x 26 mm cages, countersunk 3 mm. His bone was soft so postoperatively he will ne ed to limit his activity until the second stage of the procedure. The cage appeared to snug; the upper end of l5 the best. The cages were well recessed visually. At this point, the wound was then assessed and it was dry. The remainder of the bone and allograft were placed into the cages at l4-5 as well as bmp in similar configuration of l5-s1. We placed hydrosorb directly over the cages at l4-5 as well as at the peritoneal-psoas margin. The patient was then transferred in stable condition, moving extremities on command. There were no changes in evoked potentials throughout the case.¿ post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.